Manufacturer narrative:
One fogarty catheter, model 12tlw804f, with attached bd 3.0 ml syringe was returned for evaluation. As received, a puncture was observed from the extension tube of thru-lumen at 7.8 cm proximal from the proximal end of y fitting, and the extension tube of the thru-lumen was stretched. These damages were considered to have occurred during decontamination of the catheter. The balloon was found to be ruptured. The ruptured edges were not able to match up. No damage to the balloon windings or returned syringe was observed. The through lumen was occluded with clotted blood and it was not able to remove the clotted blood with warm water or stylet wire. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of balloon rupture issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. The IFU under ¿warnings¿ section states that ¿use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded¿. ¿instructions-purge¿ section of IFU establishes ¿inflate the balloon with sterile fluid or gas to the maximum recommended volume. Pull a vacuum on the syringe. Repeat until all air is removed. Note: for all inflations, use the smallest syringe capable of holding the stated maximum fluid capacity. Attach another syringe filled with sterile, heparinized saline or other sterile solution to the thru-lumen port and purge air from the thru-lumen.¿ in this event, the balloon ruptured and the latex edges of the balloon did not match up. It is unknown whether user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the balloon ruptured after inflation during use. The balloon had inflated without issue during balloon inflation testing. Patient demographic information requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.